Event description:
It was reported that the 3.0 x 16 mm graftmaster stent was unable to cross to the perforation. During retraction, the stent was noted to be flared. No adverse patient sequela was reported. A 3.0 x 19 mm graftmaster was able to cross and was successfully implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support. In this case, as there was no report of any damage observed to the sds or stent graft prior to the procedure, this suggests that the difficulty crossing and reported stent damage was likely a result of an interaction with the patient anatomy and/or other devices. There was no reported information on the patient anatomical morphology (tortuosity or calcification), which may have further aided the evaluation. Account clarification was requested on the anatomical vessel and lesion characteristics, however, no additional information has been provided at this time. It is likely that the stent interacted with the patient anatomy and/or other devices during advancement such that it was unable to cross and became damaged as a result. As the device was unable to advance to treat the perforation (hemorrhage), a new graftmaster was required as additional therapy/non-surgical treatment. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. A review of the device lot history record did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a search of the complaint database indicated no other incidents reported from this lot. There is no indication of a potential product quality deficiency.